Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 469 mg/dl. Troubleshooting was performed, and the insulin pump had the correct time and date. The caller stated that the customer was not sure whether or not the basal rates were correct. Found no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. It was stated that the customer normally inserts the infusion set in his abdomen, and may have scar tissue. The customer was sent samples of other infusion sets to try. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.